Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number. However, the device history records was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. Five photos were provided for the evaluation. While the attempted inflation of the the balloon with water to 6 atm was successful, it took longer than recommended. A kink was confirmed at the transition outer and this was the contributory factor for the slow inflation. It is unlikely that the kink is manufacturing related, as a 100% visual inspection for catheter kinks is performed during catheter manufacture. The result of the investigation is confirmed for the reported failure to inflate issue. The root cause for the reported failure to inflate issue could not be determined based upon the available information received from the field communications, device evaluation and images review. Labeling review: the instructions for use for the litepac rx pta catheter was reviewed and contains the following information relevant to the reported event: description: a 0.014¿ (0.356 mm) guidewire is recommended for use with the litepac rapid exchange pta balloon catheter. Balloon characteristics individual compliance charts are provided on the package label of each product. The semi-compliant balloon has a 8% ± 4% growth in diameter from nominal to rated burst pressure. All inflations should be viewed under fluoroscopy. The litepac balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the litepac¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Warnings: use only an endoflator or a 20 ml or larger syringe for inflation. This catheter is not recommended for pressure measurement or fluid injection. Precautions: proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: inspection and preparation reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation note: when the litepac¿ catheter is in its¿ most distal position on the guidewire a guiding catheter/sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. Attach a haemostatic valve to the appropriate guiding catheter/sheath, which has been previously inserted into the vasculature following standard product guidelines. Insert the guidewire (0.014¿ (0.356 mm) max) into the guiding catheter/ sheath through the haemostatic valve. Under fluoroscopy, position the guidewire across the lesion in accordance with accepted pta techniques. Make sure that the protective sheath has been removed from the balloon. Back load the guidewire into the distal tip of the balloon catheter. Advance the balloon catheter in small steps to the tip of the guiding catheter/sheath. Re-attach the torque device to the guidewire. Hold the guidewire stationary and advance the balloon catheter over the guidewire and across the stenosis. The radiopaque balloon marker and a low pressure (10 to 20 psi/69 to 138 kpa) balloon inflation should be used to confirm that the indentation caused by the stenosis is centrally located within the balloon segment before proceeding with the dilation. Inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. Note: do not exceed the rated burst pressure. After each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. H10: d4 (expiry date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to inflate. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to inflate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 12/2023.